Manufacturer narrative:
Two hydra inserts were received for examination however, the traction insert was missing. The reported event of insert attachment issue was confirmed. The drawing indicates there should be one hydra insert and one traction insert per tray. Attempts are being made with the reporter to find out why the traction insert was not returned. Both hydra inserts were able to attach to the lab clamp but both inserts came off easily. One of the feet on both inserts were bent. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. It should be noted that at this time there is no hospital information as this complaint was received by the regulatory body in (B)(6) follow up attempts are being made for additional information.

Event description:
It was reported that during use in a patient, the soft side clamp insert fell off and was retained in the patients incision. This was noticed by incorrect surgical count and the insert was found after the incision was fully closed, and after a flat plate x-ray was taken in operating room. The incision had to be re-opened and the insert was removed. There was no allegation of patient injury reported. This device was available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
Hospital name and address were obtained.